Manufacturer narrative:
Patient is reported to be in their (B)(6).

Event description:
The physician intended to use a nanocross during procedure. The IFU was followed. There were no abnormalities identified during preparation and inspection of the device. The delivery system was flushed per the instruction for use during preparation. The balloon was inflated using syringe. The balloon inflated partially. The physician retrieved the device. The balloon was not inflated due to proximal balloon rupture. There was no patient injury. Medical intervention was not required. The product was not tested prior to use. Another device was used to complete the procedure. Patient current condition is reported to be stable.

Manufacturer narrative:
Evaluation summary: the nanocross 0.014in over-the-wire pta balloon dilatation catheter was received for evaluation within its protective transportation hoop. The nanocross catheter was removed from its hoop. The balloon chamber was in a post inflation profile; not tightly wrapped or winged. No sanguine residue/fluid was noted in the balloon chamber. Clear fluid was noted in the balloon chamber. The inner guidewire lumen exhibited stretching. No twists or witness marks of twists were noted in the balloon chamber material. The working length of the nanocross catheter was measured: 148.7cm. The inner guidewire lumen exhibited a serpentine shape within the balloon chamber. A 10cc water filled syringe was attached to the proximal hub luer lock to flush the guidewire lumen. The guidewire lumen was unable to be flushed. A 20cc syringe with manometer filled with water was attached to the proximal hub luer lock to flush the guidewire lumen. The guidewire lumen was unable to be flushed even when exposed to 19atm. To locate the source of the guidewire lumen blockage a 0.014¿ guidewire was loaded through the distal tip of the catheter. Sanguine fluid was noted during the loading of the guidewire through the distal tip. The guidewire would only advance approximately 74cm. The 0.014¿ guidewire was loaded through the proximal hub luer lock and would only advance to the interface of the manifold to inner guidewire lumen. The 0.014¿ guidewire was loaded through the distal tip and advanced as far as it would go proximally. A water filled syringe with manometer was attached to the inflation lumen lock on the y-manifold. The balloon chamber was inflated to its rated burst pressure. No leaks were noted. When inflated, the proximal balloon marker band moved to be within the balloon chamber. A vacuum was applied and the balloon chamber was able to deflate in 36seconds. The deflation test was repeated using a solution of 50:50 glycerin to water the balloon chamber was able to fully deflate within 37seconds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.